Event description:
Information was received from a consumer via a manufacturer representative (rep). It was reported that the patient experienced a return of symptoms. Programming changes were made at the office and there were no noted environmental, external, or patient factors that contributed to the issue. The patient had a lead revision and the product was explanted. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lead revision was a loss of efficacy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.